Event description:
It was reported that the patient felt a shocking or jolting sensation. Following implantation of her implantable neurostimulator (ins), shocking has occurred around microwaves, dishwashers, in the car, and on the bus. Shocking has become more frequent following a fall that occurred 2-3 months previous. It was reported that the patient's physician examined the device following the fall and determined that the device was still okay. He was unable to determine the reason for the shocking. It was noted that the patient felt shocking on the bus when the door opened and closed and when it passed over railroad tracks, despite the patient's attempts to find different seats/spots on the bus. It was also noted that the patient had the beginnings of dementia. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).